Manufacturer narrative:
The lens was returned. Visual inspection found one haptic to be torn or cut off and missing; the other haptic was attached to the optic and was bent. A scratch was observed on each piece of optic. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. Investigation of this event is in progress. Upon completion of investigation, a follow-up report will be submitted.

Event description:
It was reported that a lens was implanted in the left eye, and a capsule tear was discovered. The incision was enlarged to remove the lens and sutures were placed. A vitrectomy was performed, and another lens of a different model and diopter was implanted. Additional information has been requested.

Manufacturer narrative:
Although requested, additional information was not provided. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined. No additional investigation or corrective action is necessary at this time.